Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with no physical damage found on the device. Event log history was performed and indicated that "pump turned on" "error 1720" and "power down" were recorded in history. During analysis, the reported event regarding "error code 1720" was able to be duplicated. It was noted that the back up capacitor was faulty and cause of the reported issue. Service replaced the back up capacitor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited "lec 1720". No patient was involved in this event. No adverse effects were reported.